Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient was treated. The lifevest treated the patient at 15:29:31 on (B)(6) 2014 while at a skilled nursing facility. Supraventricular tachycardia (svt) at 189 bpm contributed to the false detections. The response buttons were not used during the entire event. The nurse reported that the patient tried to press the response buttons but for some reason was unsuccessful. The patient was taken to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 12/2005- reuse, electrode belt (B)(4): 04/2009- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).